Event description:
Complainant alleged that during a routine shift check by a clinician, the CPR pads were removed from the device and one of the device's two main contact pins came out with the pads. Complainant indicated that there was no pt involvement in the reported malfunction.